Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red pressure points on the back and shoulder due to b03 being too tight on loser hooks. The pressure sore is not open, but the top layer of skin is peeled slightly on the right side above the back te pad. There was no alleged device malfunction contributing to the irritation. The patient¿s physician nurse applied a bandage for the skin irritation. Follow up indicated that the skin irritation improved.